Event description:
It was reported that the user experienced repeated insulin occlusion alerts while using an inset infusion set with the ilet, which persisted after an initial supply change and prompted guidance to disconnect, prime tubing until drops were visible and attempt another set change using a different box of supplies; the user subsequently reverted to multiple daily injections. Symptoms included hyperglycemia with a glucose reading reported as high and a value of 400 mg/dl. Outcomes included temporary interruption of pump therapy and a change to alternative insulin delivery. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the occlusion condition resolved only after a supply change. It was concluded that the event was consistent with an infusion set occlusion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.